Event description:
The hospital staff attempted to use the device to administer a shock to pt. The device allegedly lost power with no "low battery" warning and failed to discharge. The pt was not resuscitated. No other details have been reported.